Event description:
"40 (forty) minutes after beginning an adranal tumor resection procedure, the applier got stuck on the adranal vein which was size 4cm. The sugeon used scissors to remove the clip, then he removed the applier as usual with the jaw closed. There was not injury to the patient and tehre was no additional work to repair the damage. The surgical tie was extended by 15 minutes because the surgeon had to remove the stuck clip and then he had to suture the vessles manually because he had no confidence in the applier anymore"